Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a perimount valve size 27mm implanted in the aortic position underwent a valve in valve intervention after an implant duration of approx. 8 years and 5 months due to stenosis. A sapiens3 ultra size 26mm was implanted within the edwards surgical valve. As reported, the patient was a (B)(6) year old female with a complex cardiac history. No more information was provided. The implant date is known only as "2012". Therefore, (B)(6) 2012 is being used to calculate the minimum implant duration.